Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to charge energy. Complainant indicated that there was no patient involvement in the reported malfunction. Complainant indicated that subsequent testing was unable to duplicate the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.